Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with imipenem injection (1gm, ongoing) and amikacin injection (100mg, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. It was reported the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that on an unknown date, the patient was recovered from the event, antibiotic treatment was discontinued and the patient was discharged from being hospitalized. It was reported that pd therapy was discontinued, patient's catheter was removed and the patient was switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.